Event description:
The user facility reported a hose separation from the system 1e processor, resulting in water spilling on the floor. The spill was quickly discovered, the water supply was shut off and the water cleaned up. No injuries were reported, no procedures were delayed or cancelled and no property damage occurred.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor ((B)(4)). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.